Event description:
An alarm 2 was reported by the customer, indicating an occlusion issue that caused the customer's blood glucose level to exceed 500 mg/dl, with the continuous glucose monitor displaying "high." To correct the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) and did not need third-party assistance due to blood glucose level incapacitation. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Technical support instructed the customer through several troubleshooting steps, including disconnecting tubing and delivering boluses, which eventually succeeded in resolving the issue. The customer was advised to replace necessary supplies and resume insulin use, with further follow-up offered for additional assistance.